Event description:
It was reported that the patient was unable to charge the ipg due to a migration of the device. The patient underwent an ipg replacement procedure.

Event description:
It was reported that the patient was unable to charge the ipg due to a migration of the device. The patient underwent an ipg replacement procedure.

Manufacturer narrative:
Sc-1232, (sn:(B)(6)). The returned ipg was analyzed and the reported event was confirmed. Based on a review of all available information, the cause of the reported event could not be determined. The ipg passed visual inspection and was able to be recharged in one four-hour charge cycle. However, the charge log revealed that while implanted, the ipg was unable to be recharged due to being flipped in the pocket. A labelling review found that the reported event is a known risk of implanting a pulse generator as part of a system to deliver spinal cord stimulation.